Event description:
It was reported that pump displayed malfunction alarm Malf 16. There was no reported impact to the customer¿s blood glucose level. Customer was informed pump needed replacement, agreed to return problematic pump, and coordinated with Technical Support to confirm pump serial number, shipping address, storage mode instructions for transport, and return of device within 10 days, after which replacement pump was provided.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.